Event description:
This complaint was reported by a customer from france. A delivery issue was reported. No human harm and no medical intervention were reported.

Manufacturer narrative:
Eitan medical has conducted multiple attempts to receive the event log of pump, as well as the pump itself, for investigation. However, neither was provided by the customer. As a result, a comprehensive investigation of this event could not be conducted. If the event log and/or the pump are provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump and its event log. Investigation findings: the pump infused without any irregularities and was found to meet its specifications. Conclusion: the pump infused without any irregularities, and no indication of under delivery was observed. The pump was found to meet its specifications and successfully passed accuracy testing. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. No human harm and no medical intervention were reported.

Event description:
The complaint was reported by a customer from france. Delivery issue.

Manufacturer narrative:
This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.